Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and a similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire experienced difficulty during advancement and removal with a balloon catheter and a stent delivery catheter. Factors that may contribute to difficulty advancing or removing a balloon/stent catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that the procedure was to treat a very calcified lesion in the circumflex coronary artery. During the procedure, the balance middleweight universal ii guide wire became stuck in the lumen of the other balloon dilatation catheter and stent delivery system used in the procedure. The devices were removed as a single unit. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.